Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer's report of an over infusion could not be confirmed. A review of the event log revealed on (B)(6) 2014 at 3:58, the user programmed a fentanyl (2500 mcg / 250 ml concentration) infusion at a calculated rate of 2.5 ml/h and vtbi of 200 ml. Bolus doses of 50 mcg and 25 mcg respectively were delivered at 3:59 am and 4:01 am. The infusion rate was increased to 5 ml/h at 3:59 am and reduced to 2.5 ml/h again at 4:13. At 4:18 am, a channel disconnected event occurred, which the user acknowledged by pressing the confirm button displayed on the pc unit screen. The total volume infused was listed as 8.842 ml. No programming errors were found and no error codes for the device were recorded. The root cause of the reported over infusion could not be determined from log review alone. The customer requested eval of the device. A follow up report will be submitted with investigation results should the devices be received for eval.

Event description:
Customer reported an over infusion of fentanyl. "Patient was started on a fentanyl drip at 25 mcg/hour, within 15 minutes rn paused the drip to change it to a new IV site and she noticed that the fluid was still dripping despite being paused, at that time she looked up and saw that entire bag of fentanyl had infused. Patient received a total of 2,500 mcg of fentanyl and was subsequently started on a narcan drip to reverse it." Fentanyl 2500 mcg/250 ml was hung as a primary. The pt was intubated at the time of the event. The patient's blood pressure dropped and required multiple boluses. The sudden and prolonged hypotension contributed to arf (acute renal failure) and the patient was on crrt (continuous renal replacement therapy) for approx 2 weeks.